Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a left heart catheterization procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed presence of pvd/calcium at the access site and the vessel size approximately 7mm. Following the procedure, the technician who is a trained user, selected a mynx vascular closure device to close the access site (model # unknown). Hemostasis was achieved and the patient was transported back to her room. The patient began to complain of lower leg pain that night. The patient was kept in the hospital as originally planned due to the fact that she had a stent placed in one of her coronary arteries and the hospital's protocol is that patients stay overnight. The next day the patient was brought back to the cath lab where the material which was thought to be blocking the patient's blood flow was removed from her lower extremity artery in her left leg. The physician removed the material by "fishing" it out of the artery going up and over from the left leg. The physician who removed the material believes that the material was "mynx sealant". The material which was removed was not sent out for testing. The patient was kept in the hospital after the procedure was performed to remove the blockage in her leg. The patient's discharge date is unknown but it was reported that the physician successfully removed whatever was causing the obstruction and the patient recovered fully. No further information is available.